Manufacturer narrative:
Device received with a blank display due to corroded battery compartment and corroded electronic assembly especially pcb1. Unable to perform functional tests including displacement, rewind, sleep current measurement, active current measurement, and self tests due to blank display.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery, power loss. Customer¿s blood glucose was 141mg/dl. Customer stated that contacts on battery cap are not missing, damaged, or corroded. Insulin pump will be returned for analysis.